Event description:
It was initially reported by the nurse that the pt will have a battery replacement soon due to pt's having worsening of seizures in the past few months. Pt's battery eri status said no but the nurse believed that the battery was low and pt is very sensitive to battery depletion. Diagnostics tests showed everything working within normal limits. Pt underwent a battery replacement surgery. Explanted generator was returned to manufacturer for analysis. Analysis was completed on the generator and there were no performance or any other type of adverse conditions found with the pulse generator.